Event description:
The enclosed medwatch states, "surgeon was using suction coagulator, when a flash of fire came from a red rubber (robinson) catheter during adenoidectomy. The catheter was being used for retraction. A burn was recognized on the pt's hard and soft palates, lateral tongue, and possibly the inside cheek." The pt was sent to the burn unit.